Manufacturer narrative:
This device has not been returned for analysis. Should additional information, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this pacemaker was attempted at implant. When the leads were connected to the device noise was observed resulting in oversensing. Another device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the device was retained by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.